Event description:
It was reported that, "the doctor was trying to insert the tibial bearing insert. The locking wire dislodged from the tibial tray. I retrieved the tibial insert locking wire. I replaced it with another tibial insert."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.